Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit has no power alarm. Key failure on/off switch.